Manufacturer narrative:
(B)(4).

Event description:
It was reported that during clinic follow-up, the pulse generator exhibited a diagnostics anomaly. Interrogation revealed normal battery values. No intervention was reported.